Event description:
Crack at the inner side of the grip parts were found upon inspection of the returned loner kit from the hospital. There was no info on how these cracks were formed.

Manufacturer narrative:
The visual investigation showed that both spring components of the returned pliers were cracked. The crack showed an inter-crystalline forced rupture mode due to stress crack corrosion. The cracks occurred due to very high compressive forces of the retaining screw. The root cause can be attributed to an incorrect mfg step of high tightening forces used to attached the screws retaining the spring.